Event description:
(B)(4). Procedure was covered by insurance. The procedure took longer on the right side because my uterus kept contracting. Since having this procedure I have had pain on my right side where it was done. About a year later I began having severe diarrhea. I had to have a colonoscopy. The results showed no problems with my colon. To this day I still have the pain, intestinal issues along with fatigue and joint pain.